Event description:
A customer reported an error with their continuous glucose monitor (cgm), labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue was resolved as the error did not reoccur. The customer successfully restarted the pump and planned to resume insulin administration after loading the cartridge.